Event description:
It was reported the device exhibited cassette not locked error message. Full amount of drug remaining in bag. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to unintentional user error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquires or follow up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).